Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncopal events. High pacing impedance was exhibited on the right ventricular (rv) lead which caused a polarity switch. A possible fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.